Manufacturer narrative:
This report is filed june 30, 2016. Registration number 3009092818. Exemption number (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed soft tissue irritation with granulation and discharge at the implant site. A procedure was performed (date not reported) to treat the site with silver nitrate and cauterization; however, the issue did not resolve. Topical antibiotics were applied following the procedure. Clinical management of the patient is ongoing. The implanted device remains.